Event description:
It has been reported to us, that the shaft of the guide catheter separated and remained inside the patient. The physician inserted the guide catheter into the patient. The physician advanced the guide catheter forward through a very tortuous iliac artery. The physician noticed that the tip of the guide catheter would not respond when torquing the device. The physician attempted to adjust the distal tip of the guide catheter by excessively twisting the shaft back and forth in order to free up the distal tip. As a result of the excessive twisting of the guide catheter, the shaft separated and remained inside the patient. The physician inserted a snare device and was able to retrieve the separated shaft from the patient. Patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.